Event description:
It was reported that the patient presented for a new implant. It was noted that the right ventricular (rv) lead was positioned or turned about 15 times but not much lead impedance or capture could be obtained. The rv lead was removed, and a barber pole effect (twisted) was seen on the outer insulation. After being out of the body, the insulation relaxed and was back to normal, but it was decided a different lead would be used. The rv lead was exchanged. There were no patient consequences.